Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a power failure. It was reported that the failure occurred during patient use. It was initially reported that there was harm to the patient. It was later clarified by the complaint initiator that no patient harm was observed.